Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that hey had low and high blood glucose value. Customer's blood glucose value was 40mg/dl and treated with (B)(6) and 2 candies and pizza as well. Customer's blood glucose value went up to 400mg/dl and treated with the pump. Customer declined to troubleshoot for high and low blood glucose values. Insulin pump will not be returned for analysis.